Event description:
The dentist reported that 1 month after the dental implant was placed in pt's mouth, it was verified its non-osseointegration; 30 n. Cm of primary stability was achieved and immediate load was not performed. Pt presented low bone quality (bone type iii).